Manufacturer narrative:
Patient age at time of event: older than 18 years.

Event description:
It was reported that the device lost aspiration. A 2.4mm jetstream xc catheter was selected for use for a procedure in the right superficial femoral artery (sfa) and popliteal artery. The target lesion area had about 400mm chronic total occlusion and the physician thought there was older thrombus in the lesion as well. The catheter was used for approximately three minutes, with blades up and blades down, through the proximal sfa to the mid sfa. It was then observed that no blood/fluid was flowing into the waste bag, and the aspiration had stopped while the blades continued to spin. The physician then elected to remove the jetstream xc catheter. The procedure was completed using a new 2.4mm jetstream xc catheter and the procedure was completed with great results. There were no procedural complications reported during or post procedure.